Event description:
(B)(4): it was reported that the aortic valve was explanted after an implant duration of approximately 6 months due to unknown reasons. A 3300tfx25mm device was implanted in the aortic position. Based on the follow-up with the health-care provider, the reason for explant was "patient specific/related" and that there was no malfunction or quality deficiency related to the device. The subject device has been discarded. No other details reported.

Manufacturer narrative:
Unfortunately, the subject device has been discarded by the health-care provider, therefore, the device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Based on the follow-up with the health-care provider the event was "patient specific/related" and not related to any device malfunction or quality deficiency. No further actions are possible with the available information.